Manufacturer narrative:
Device repairs for implementation of field change order (B)(4).

Event description:
The customer contacted philips on (B)(6) 2018 referencing a reboot issue involving admit/discharge/transfer or adt operations. There was no patient incident.